Event description:
An adc customer reported that on (B) (6)2010 she had received an fs lite meter reading of 114 compared to a lab reading of 90mg/dl and stated an injury had occurred as a result of the reading. However, upon further questioning the customer stated that back on (B) (6)2010 while attending a wedding, she had received a "high glucose reading" (specific reading not reported) and experienced "low blood sugar symptoms passed out and was injured." Customer specifically reported she lost consciousness and hit her head at the wedding and was taken to a local health care facility. A cat scan diagnostic test was ordered and customer was given food at the hospital to help alleviate her symptoms. No diagnosis or emergent diabetes-related treatment was reported. No additional information was provided. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Customer's product has been returned and an investigation has been completed. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading of 114 was not found in the meter log on the date and time that was reported by the customer, and there were no readings obtained in the meter log on the day of the reported medical event. This is a final report.